Manufacturer narrative:
D4: the reporter responded to ventec's multiple requests to confirm the device's serial number. The reporter provided ventec with an image of the device's serial number indicating that it was (B)(6) and not (B)(6) as originally reported. As a result, section d4 serial # has been updated accordingly.

Event description:
The previous device manufacturer, invacare, provided ventec with a copy of a user facility medwatch report, which stated the following: "patient was smoking with oxygen on igniting oxygen. Patient sustained 2nd degree burns to forehead and right ear, singed nasal, singed l eyebrow and hair damage to r temporal scalp area. Patient refused to go to the hospital." A serial number was provided in the user facility medwatch report, however, it does not follow the invacare serial number format. As a result, the serial number could not be confirmed and the device's date of manufacture could not be confirmed. Section h4, date of manufacturer shall be left blank. Additionally, invacare has previously advised ventec that the UDI information for their devices is not available; therefore, section d4, UDI, is "unknown." Section d10, concomitant medical products and therapy dates, of the ventec esub form does not allow for multiple entries. The following concomitant medical products and therapy start dates were provided by the reporter in the medwatch form 3500a that was provided to ventec. No end dates were provided. 1. Concentrator 5-l: 10-mar-2023 2. Backup e tank+regulator+cart: 10-mar-2023 3. Over bed table: 16-apr-2024

Manufacturer narrative:
The device was not returned to ventec for evaluation. In the user facility medwatch report that was sent to ventec, the reporter advised of the following: "patient was smoking with oxygen on igniting oxygen. Patient sustained 2nd degree burns to forehead and right ear, singed nasal, singed l eyebrow and hair damage to r temporal scalp area. Patient refused to go to the hospital." The platinum home oxygen concentrator user manual provides multiple warnings about the dangers associated with using the oxygen concentrator near a flame, including (but not limited to) the following: ¿danger! Risk of death, injury or damage from fire textiles, oil or petroleum substances, grease, greasy substances and other combustibles are easily ignited and burn with great intensity in oxygen enriched air and when in contact with oxygen under pressure. Smoking during oxygen therapy is dangerous and is likely to result in burns or death. To avoid fire, death, injury or damage:¿ do not smoke while using this device.¿ do not use near open flame or ignition sources.¿ no smoking signs should be prominently displayed.¿ keep all open flames, matches, lighted cigarettes, electronic cigarettes or other sources of ignition at least 10 ft (3 m) away from this concentrator or any oxygen carrying accessories such as cannulas or tanks.¿ do not allow smoking within the same room where the oxygen concentrator or any oxygen carrying accessories are located.¿ if you disregard these warnings about the severe hazard of oxygen use while you continue to smoke, you must always turn off the concentrator, remove the cannula and then wait ten minutes before smoking or leave the room where either the concentrator or any oxygen carrying accessories such as cannulas or tanks are located." "Danger! Risk of death, injury or damage from fire textiles, oil or petroleum substances, grease, greasy substances and other combustibles are easily ignited and burn with great intensity in oxygen enriched air and when in contact with oxygen under pressure. Smoking during oxygen therapy is dangerous and is likely to result in burns or death. To avoid fire, death, injury or damage:¿ use only oxygen compatible water-based lotions or salves before and during oxygen therapy. To verify, refer to the lotion/salve container for the oxygen compatible water-based statement. If necessary, contact the manufacturer. Do not use any lubricants on concentrator unless recommended by invacare.¿ avoid creation of any spark near oxygen equipment. This includes sparks from static electricity created by any type of friction.¿ keep the oxygen tubing, cord, and concentrator out from under such items as blankets, bed coverings, chair cushions, clothing, and away from heated or hot surfaces including space heaters, stoves, and similar electrical appliances.¿ turn the concentrator off when not in use to prevent oxygen enrichment." The platinum oxygen concentrator also has the following label affixed to the front of the device: "danger risk of fire - no smoking, open flame or ignition sources keep all sources of ignition out of the room in which this product is located and away from areas where oxygen is being delivered. Textiles, oil and other combustibles are easily ignited an burn with great intensity in oxygen enriched air." Based on this information, ventec has determined that it's reasonable to conclude that the cause of the reported issue was user error.